Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had went through 3 infusion sets with a no delivery alarm. The customer's blood glucose level was unknown. Troubleshooting was not performed. The device will not be returned for analysis.